Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device mechanical ventilator does not cycle. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals intact. The device was received in with all small knobs cracked and the front panel was damaged at the top right corner. The input manifold assembly was loose on the bottom chassis. Input/output label were damaged. The customer reported problem was verified/duplicated. Functional test showed that the device continuously cycled. This was due to a damaged timing valve cap. For corrective action, the input manifold assembly was replaced. The root cause of the reported issue was traced to the customer/user interface. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement and date of event was received.

Event description:
Additional information was received via email 16-sep-2022. Event date updated. No patient involvement.